Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during automated peritoneal dialysis (apd) therapy, which resulted in bacterial peritonitis. The breach in aseptic technique was further specified as the patient did not wear a mask or wash their hands. The patient was not hospitalized for the peritonitis. The patient was treated with ceftazidime intraperitoneally (ip) for 3 days and cefalin ip for 21 days (doses not reported) for the event. At the time of this report, the patient was recovered from the peritonitis and had been retrained on aseptic technique. Action taken with pd therapy was not reported. Additional information was requested but is not available.